Event description:
It was reported that the piston would empty the reservoir, and the mother did smell insulin in the reservoir compartment. It was stated that possible the leaks came from the back of the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.